Event description:
It was reported wound healing dysfunction at tooth site 25. After placement patient referred pain, there was also abscess, edema and swelling. The implant was integrated. Patient has been rescheduled for new implant placement.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation.visual evaluation of the as returned product identified slight bone residue and no damage identified or signs of malfunction on the device that would contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The returned device was measured with calipers and matched specifications. A pre-existing condition noted on the per was low (type iii) bone density. The reported device was located on tooth 25 (fdi) and was implanted for approximately 6.5 weeks. Pictures or x-ray images were not provided by the customer. The customer reported the patient experienced pain, abscess, swelling and edema. Review of appropriate documentation: documents reviewed instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9- 10/19 information identified: contraindications warnings changes in performance treatment planning adverse effects per IFU warning section: a thorough diagnostic work-up and use of x-rays and surgical templates are recommended to help ensure proper angulation and avoidance of certain anatomical features such as sinus membranes, adjacent teeth and craniofacial nerves. Per IFU treatment planning section: the location of important anatomical landmarks, such as the mandibular canal, maxillary sinuses, craniofacial nerves and adjacent teeth, should be established prior to use of zimmer dental implants. DHR review was completed for the subject lot number (1231638). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1231638) for similar events (complaint category keyword: medical) and no other complaint was identified. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.